Event description:
It was reported a motor stall was confirmed in the event logs with no motor stall recovery recorded. The motor stall was caused by a MRI that the patient had on (B)(6) 2104 at 12:03. It was noted around 1400 the pump was interrogated and they thought the normal event log was the recovery so the patient was sent home. It was also reported the patient was asymptomatic and no audible alarms were heard. The healthcare provider was to confer with the patient. The pump was being used to deliver baclofen. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).